Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit will not hold pressure. It was further reported that the pressure goes up and down.